Event description:
Customer reported having high blood glucose levels for two days prior to the call. Customer complained of being thirsty and having a dry mouth. Blood glucose level at the time of the call was 324 mg/dl. Customer also reported that the vibrate feature on the insulin pump stopped working. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump failed to vibrate during the self test due to a broken black vibrator motor wire. The insulin pump was received with a cracked case at the display window corners and battery tube threads, minor scratches on the display window, and a missing end cap sticker.